Event description:
On (B)(6), a patient had the mild procedure at the bilateral l1-l2 and l2-l3 with no epidurogram. It was reported that two days following the procedure on (B)(6) the patient had increased pain going down to the knees after resuming their blood thinner medication. The patient was admitted to the hospital on (B)(6) with leg weakness and trouble walking and was diagnosed with an epidural hematoma. He was admitted to the hospital, and a surgical hematoma evacuation was performed at t12-l1. The patient was discharged on (B)(6) and did not go to the mild follow up appointment and has not spoken to the mild physician or his team. The current status of the patient is unknown.